Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No moisture damage found on the electronic assembly or motor. The device also had minor scratched lcd window, cracked display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons became unresponsive after the insulin pump was dropped in water. Blood glucose value was 282 mg/dl. The insulin pump was replaced and returned for analysis.